Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient fell while attempting to get into a golf cart, which rolled backwards, causing the patient to fall and hit the concrete. The patient reported multiple broken ribs and experienced two electrical shocks shortly after the fall, which resolved. The patient was admitted to the hospital for overnight observation. The patient and their spouse were instructed to contact the office for follow-up and to update imaging if necessary upon discharge from the hospital. No patient complications have been reported as a result of this event. Additional information was received, it was reported the issue resolved on its own.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The patient (pt) came in today. They stated that they just recently got out of rehab. Previous patient had a fall. Today and impedance check was performed and contact 3 & 12 were orange indicating possible short. Pt is not currently using those contacts for relief. Patient usage was 87%. Patient states he has not done a whole lot because he just got out of a rehab facility, so he hasn¿t been able to truly test the stimulator since his fall. Patient states he is having surgery on his hand this thursday, and hopefully after that he plans on using the stimulator as needed and will let the hcp's office know if he is not getting sufficient relief. Patient denied all their complaints at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep noted that the exact cause of the impedance cannot be determined by the field rep, but is likely related to his fall. The patient was not using the affected contacts so he did not require any reprogramming. The issue of the impedance itself is not resolved, but not affecting patients use of the device.